Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Investigation revealed evidence of contamination under the audio bolus button contact. Additionally, the audio bolus button cover was detached and missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. Additionally, contamination was found under a button contact. This report is made based on results of investigation completed on (B)(6) 2015.